Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump and was instructed to continue using it, with the advice to call back if any malfunction code recurs.